Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The daughter-in-law of a (B)(6) male patient contacted zoll to report that he has a rash under all of the therapy electrode pads. The patient's daughter-in-law explained that the rash started when he was first fit for the lifevest. The patient's daughter-in-law then stated that the rash has some open sores. There was no follow up on the open sores to see if they healed.